Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 402 mg/dl. Customer stated that she got three no delivery alarms and then she changed the set out and bloused five units. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set, infusion and reservoir. Customer reported she has high blood glucose because she had surgery and was infected. Customer reported she did not remember how the serter broke and it's been a few years and then it was lost after it broke. Customer reported they need a replacement belt clip as the little metal thing came out of the hinge. The devices will not be returned for analysis.